Manufacturer narrative:
Device evaluation of electrode belt sn (B)(6) has been completed. The reported problem (non-functional therapy electrodes) has been confirmed. As received, the belt would not communicate with a test monitor. Upon evaluation, the esd700 component and l701-703 components were thermally damaged. The cause of the non-functional therapy electrodes is the damaged components. The root cause of the damaged components cannot be positively identified. No adverse event resulted from the defective electrode belt.

Event description:
A us distributor returned an electrode belt indicating that the therapy electrodes were non-functional.